Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit received with minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and broken battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's act button was unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 125 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.